Event description:
Couldn't advance dilator over guidewire. Incident occurred prior to sheath entering pt, another delivery system was used to successfully complete the procedure. No pt injury or further complications reported.